Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was investigated. As received, the monitor was resetting.upon evaluation, the monitor exhibited an intermittent failure at bga components u104 (pxa) componenton ca board sn (B)(4). The cause of the failure was the intermittent u104 component. Root cause investigation is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.